Manufacturer narrative:
(B)(4) 2013: the customer used reagent lot # 010 when comparing to reagent lot # 020. The bias observed by the customer between the reagent lots is not what is expected when correlating to the newly recalibrated vitamin d lot #020. Siemens healthcare diagnostics recommended to repeat the correlation study using fresh reagents and ancillary pack. Siemens has published customer bulletin "recalibration of the vitamin d total assay beginning with reagent lot 134020" (10813470 rev. A) dated 2012-08. No other data or information was provided by the customer.

Manufacturer narrative:
The cause for the bias vitamin d total results is unknown. Siemens healthcare diagnostics is investigating the issue at the customer site.

Event description:
High bias advia centaur xp vitamin d total results were obtained for sixteen samples from different patients when comparing reagent lot # 020 with previous reagent lots. There was no report of adverse health consequences due to the discordant results.